Manufacturer narrative:
(B)(4). The customer found the wye on the patient circuit was open. The customer closed the wye. Covidien was not authorized to service the ventilator.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.